Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported she was wanting to increase amplitude because yesterday she starting having trouble emptying her bladder and it has been getting gradually worse. Patient reported its hurting because she can't empty her bladder and is dribbling. Patient has already contacted her physician and was directed to call the representative. Patient is not able to make therapy adjustments at this time per patient programmer (pp) problems. Patient reported the pp is not powering on even after replacing batteries 3 times. Patient had been using heavy duty batteries and patient services recommended switching to standard alkaline but this did not resolve the problem. No further patient complications are anticipated or expected as a result of this event.